Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: investigation revealed the display screen was blank. Moisture was observed on the pump¿s internal components. Unrelated to the display issue, evaluation revealed the internal clock battery on the printed circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was blank and moisture was observed on the pump&#38112;internal components. This report is made based on results of the investigation performed on 07/22/2015.